Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one complete se stent (6 x 40 mm) was implanted in the right sfa. Approximately 42 months post index procedure the patient suffered from severe headache and asystole and died the same day; the cause of death was unknown. Investigator assessed that the event was not related to index device, procedure or paclitaxel.